Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Parent sent e-mail stating the head of the brush head popped off in the child's mouth and broke off, leaving some tiny parts and sharp looking parts of the inner head exposed in his mouth. No injury was reported.